Event description:
It was reported that a patient was presented with a scab and pus leaking from the axillary area/lower lateral aspect of the implantable pulse generator (ipg) site (close to arm pit), indicating a potential infection at the device pocket. The patient, who has obses sive-compulsive disorder (ocd), may have been picking at the site, and significant weight loss was also noted. Surgical intervention was performed to remove the ipg and extensions. Cultures were taken from both the ipg site and the skull incision where the leads connect to the extensions and then the healthcare provider (hcp) flushed the wounds. The hcp replaced the extensions and a new pocket was created in the chest (medial to the original pocket) so that a new ipg could then be implanted. Following explant, the patient was referred for infectious disease treatment. The infection was determined to be at the device pocket only, and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 3708660 serial# (B)(6) implanted: (B)(6)2019 explanted: (B)(6)2024 product type extension product ID 3708660 serial# (B)(6) implanted: (B)(6)2019 explanted: (B)(6) 2024 product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6) ubd: 08-oct-2022, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(6) ubd: 08-oct-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the infection resolved.